Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episodes due to t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. There were no patient consequences.

Event description:
Additional information received indicates that there was recurring issue of post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). There were no patient consequences.